Event description:
It was reported that the catheter was fractured. An angiojet spiroflex was selected for thrombectomy procedure. During the procedure, the catheter was fractured. There were no patient complications reported.